Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected powering off, restarting, or blank display noted during testing. The insulin pump was received with normal operating currents. The insulin pump was monitored and no battery out limit alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call that they received a motor error alarm and a battery out limit alarm. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that the insulin pump flashed then went blank. The customer stated that the motor error alarm recurred after reinserting a battery. The customer performed rewind and priming. The customer stated that a no reservoir alarm occurred while performing a displacement test. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.